Event description:
It was reported that the pump exhibited a primary audible alarm that would not go away. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the bottom case, battery door, and right plunger case were cracked along with a broken seal. Review of the event history log (ehl) showed a primarily audible alarm post. Functional testing included powering up the device and testing the occlusion and audio and the reported issue was not duplicated. The pump was powered up with the alarm passcode screen, the passcode was entered. The device was updated to v1.6.5 software to remediate the primary audible alarm issue. Performed power up process, audio test, and preventive maintenance to which all functional tests passed. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.